Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that three days following an intraocular lens (iol) implant procedure, the patient developed cells due to inflammation, decreased vision and steroid treatment was prescribed. Six days later the vision recovered. Two days later, there was no vision, severe inflammation, anterior chamber cells, hypopyon and steroids were prescribed every hour. Additional information has been requested.

Manufacturer narrative:
A company physician evaluated the provided photos: picture #1, mild hypopyon and apparent arcus senile. Picture #2, haze cornea with apparent descemet/endothelial folds. Picture #3, hypopyon, fibrin, iris synechia inferiorly. Observations may be compatible with intraocular inflammatory response. The product investigation could not identify a root cause for the reported events. (B)(4).